Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb port adapter. The customer¿s blood glucose was 168 - 182 mg/dl. The customer continued to use the pump for insulin therapy, however a replacement pump was sent to customer.